Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the manufacturer representative (rep) stated that the healthcare provider (hcp) reported a volume discrepancy after refill. They expected 3.2 ml but got back 0 ml. The rep stated the previous seven refills were all within expected range. The patient did not have any acute withdrawal symptoms but hcp said that the patient felt "itchy one day" at some point between refills. The patient also has chronic uti's so sometimes has a change in symptoms due to that. The manufacturer's patient services specialist (pss) reviewed considerations for monitoring pump for additional volume discrepancies as well as checking the volume early to assess whether there is a discrepancy prior to the next schedule refill.

Event description:
Additional information received from the company representative reported that they were not able to determine the actual cause of the volume discrepancy. They did a refill on the patient and the patient was stable in terms of spasticity. They will keep an eye on future refills and volumes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.